Event description:
Based on the received photograph, the packaging were found opened. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 61 of 64. E1: complainant country: korea, republic of name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 3c05861 was manufactured on 27 mar 2023 bodolay manufacturing line, with a total of (B)(4) eas. Complaint investigator performed a batch record review on 20 sep 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1738482 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: root cause(s) based on the triage team meeting carried out with the multidisciplinary team, the defect ¿channel in the seal/open seal-bodolay¿ is related to: 1. Machine: there is not a tool on the conveyor to guide the correct dressing trajectory. 2. Machine: there is not a detection system on the machine able to catch channel or open seal actions were taken through corrective and preventive actions (CAPA) record in database. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.